Event description:
The customer stated that one patient sample generated discrepant results for the architect cc creatinine assay. A result of (B)(6) was initially generated and the test was repeated with a result of (B)(6). The patient was redrawn the next day and a result of (B)(6) was generated. The results were questioned by the doctor and all samples were then retested and a result of (B)(6) was obtained. No impact to patient management was reported.

Manufacturer narrative:
No consequences or impact to patient. Incorrect or inadequate test result. (B)(6). Product evaluation is in process and the results will be submitted in a follow-up report.